Event description:
Plaintiff reports that initial bilateral implantation occurred 7/12/78. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or elastomer made of silicone".